Manufacturer narrative:
The investigation determined that a (B)(6) vitros hbsag results were obtained from a validation testing when tested using a vitros hbsag reagent lot 3310 on a vitros 3600 system. The result was considered discordant when compared to (B)(6) results obtained from the same sample from non-vitros methods. A definitive assignable cause could not be determined with the information provided. Based on quality control results from the day of the event, a vitros hbsag lot 3310 performance issue is not a likely contributor to the event. Additionally, there was no evidence to suggest a vitros 3600 integrated system malfunction; however, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed at the time of the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event. Furthermore, sample handling, storage and the presence of a sample specific interferent cannot be ruled out as potential causes of the discordant vitros results. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros hbsag reagent lot 3310. (B)(4).

Event description:
The investigation determined that a lower than expected, reproducible (B)(6) vitros hbsag results were obtained from a validation testing when tested using a vitros hbsag reagent lot 3310 on a vitros 3600 system. The result was considered discordant when compared to (B)(6) results obtained from the same sample from non-vitros methods. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant vitros hbsag results were generated as part of validation work and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).